Event description:
Customer reported that the insulin pump beeps two times on the hour and a series of beeps at 1 in the morning. Only alarm found in history was a no delivery alarm bac in (B)(6). Customer stated that the auto off is set for 15 hours. Customer stated that she was doing normal activity when the constant tone occurred. Customer stated that an alarm did not occur prior to the constant tone. Device passed the self test. Customer stated that the issue had happened in the passed and it passed the troubleshooting but it is recurring. Customer stated that she has checked the smoke detector and other devices for beeps. Blood glucose 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.